Manufacturer narrative:
The product was disposed by the hospital; therefore no manufacturer laboratory investigation was possible. Clotting is a known phenomenon and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on the results of the previous complaint investigation and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. DHR review: even after repeated inquiries, the information of lot number and serial number is not available, and therefore the requested DHR-review will not be carried out. The complaint sample as well as the information about the lot number and the serial number was not transmitted to mcp, and this will also not occur in the future. Based on this a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was requested for investigation and has not yet been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"The child was placed on ecls (extra corporal life support) on friday the (B)(6). Less than 24 hrs they noticed a clot premembrane with fibrin strands. The customer became worried and changed out the oxygenator. The customer believe this was due to patient complications and not an issue with the oxygenator. The patient post op heart was placed on ECMO (extra corporal membrane oxygenation) (B)(6) 2016 at 1642 with ECMO flow 100 ml/kg/min act (activated clotting time) 170-190 platelet count >100,000. Clot noted post oxygenator on (B)(6) 2016 at 0400 anti xa." No patient consequences were reported. No propofol or lipid based drugs were applied. No pressure rise was observed. (B)(4). A second oxygenator was installed for ECMO support on (B)(6) 2016. This is covered under complaint ID (B)(4) and will be reported separately.